Event description:
During a surgical procedure, the table moved into trendelenburg without being activated to move via the hand control. No injury was reported.

Manufacturer narrative:
The table was evaluated by a berchtold field service representative on (B)(4) 2012 at the location where the incident occurred. All the table functions operated as expected without problems, and the reported problem could not be duplicated. The table was returned for use.